Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may be exposed to moisture from sweat. Customer's blood glucose reading at the time of the call was 250 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.